Event description:
Related MFR report: 1627487-2019-12227.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2019-12227. It was reported the patient's scs lead exhibited high impedance. The lead was replaced, during the procedure it was found the lead fractured at the anchor site. The anchor was found broken at the nose. Two new leads were implanted with new anchors. Postoperative, the new system was successfully programmed and stimulation therapy restored.